Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during duodenectomy in an open subtotal gastrectomy procedure, the reload was loaded to the handle. The setting of the handle, adapter and the cartridge was completed without problems, the opening and closing of the jaws was checked prior to use, but the tip part of the cartridge was opened than usual when closing the jaws, reload was used and closed on the duodenum as it was, but the green button was unusable regardless of the closure. The cartridge was replaced with a new product and the new product was used without problems. The product was not used on the patient and there was no patient injury.